Event description:
It was reported that the system locked up during boot up with an error. The system needed to be rebooted to gain functionality. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.

Manufacturer narrative:
A ge service representative performed an on-site investigation. One circuit board was replaced. After replacing the circuit board, the system was tested and found to be working as intended and put back into service.